Event description:
The reporter indicated that the telemetry data from april of this yr was normal, but unfortunately no printouts are available at this time. Telemetry from july and sept. '96, was normal for the vvi mode, but in the ddd and ddi modes, the values are abnormal and inconsistent. No pacing and sensing anomalies have been reported.